Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(6) 2007 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.

Manufacturer narrative:
Additional information: it was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2012 and boston scientific advantage fit was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy, "utheral" dilatation, tension free bladder neck suspension, instillation of ic cocktail, and potassium sensitivity test due to urethral stenosis and recurrent cystitis. The patient underwent mesh revision/removal on (B)(6) 2012 due to stress urinary incontinence, bladder neck obstruction, and pelvic organ prolapse. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, recurrence and dyspareunia. It was reported that the patient underwent a repair procedure on (B)(6) 2013 due to pain and bleeding. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.